Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred.   The target lesion was located in the left coronary artery. A 2.75x24mm promus element stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another 2.75x24mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element,mr,ous 2.75x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the distal section of the stent; stent strut rows were bunched in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.75x24mm promus element stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was removed and the procedure was completed with another 2.75x24mm promus element stent. No patient complications were reported and the patient's status was stable.